Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient is not seeing any changes (not seeing any results from therapy) since date of implant (doi). They spoke with their nurse today who advised the patient call patient services to discuss making changes to therapy settings. The patient confirmed the healthcare professional (hcp) has advised it is ok for the patient to make changes to therapy settings as needed. Therapy is on at 2.6v on program 6. The patient wanted to try changing program as they stated 2.7v is uncomfortable for the patient for about 15 seconds so the patient had to decrease stim to 2.6v. They confirmed this is a continuation of event previously reported in this case and the patient spoke with a manufacturer representative (rep) over the weekend due to this and the rep advised the patient decrease stim to 2.6v due to this. Due to this, they cannot increase stim any higher than 2.6v on program 6. The patient changed to program 5 on call and increased stim to 2.8v. They confirmed feeling stim com fortably in bike seat area at 2.8v on program 5. The patient inquired about ins size. Reviewed ins size/specs with the patient. Reviewed therapy overview, expectations and programs overview. Reviewed communicator and handset general use. The patient will monitor symptoms now that change was made and will follow up with hcp if still not seeing an improvement. Patient mentioned they have a doctor's appointment scheduled for next week. The patient called back in on (B)(6) 2021 to receive programming direction, said that when they called on tuesday and made adjustment noticed some improvement however the next day, wednesday, noticed that the stimulation wasn't right in the bicycle seat as much and instead at the tip of tailbone and experienced loss of symptom improvement. When asked, patient said didn't notice much of a difference during the trial. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information including healing time factors and expectations, explained that time to therapeutic benefit varies. Reviewed information about programs and general programming guidance. Patient connected to implant, wanted to verify the setting. Patient still at setting from previous call, program 5 at 2.8. Advised the patient to continue monitoring and tracking results and if would like to make an increase over the weekend, that will be an option for patient to consider. Patient said they have a follow up appointment next tuesday. Patient was directed to provide update to hcp and request programming direction from hcp and manufacturer representative.

Event description:
The patient called in again stating they are still having a problem with leaking at night and up every 1.5 to 2 hours and still having frequency during the day and leaking. Patient has an upcoming appointment with managing physician but contacted their office and asked if it was ok to change programs on their own and the nurse said it was ok to do so. So far patient has tried programs 1,2,3,5,6,7 and is currently on program 7 at 2.1. Reviewed how to change to program 4 and patient felt stimulation sensation with amplitude at 2.7. Reviewed therapy expectations and recommended patient discuss therapy concerns and appropriate interventions at their upcoming appointment.

Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient (pt) states they feel they still are not seeing any results from the therapy. Pt also mentioned every hour they get a very uncomfortable , strong stim sensation which lasts about 15-20 seconds. Pt states this is not related to a specific position but isn't sure if this is related to the programming of the device or not. Patient services walked pt through how to communicate with implant. Pt states they are currently on program 6 at 2.7v and stim is on. Patient agreed that they don't think increasing stim is the best option as it could become very uncomfortable for that brief 15-20 seconds they mentioned earlier in the call. Patient services recommended contacting the doctor to discuss the strong stim sensation every 15-20 seconds and possible program change. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time